Manufacturer narrative:
Exact date unknown, event occurred three years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was not receiving stimulation and the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well. The explanted ipg will not be returned.